Event description:
It was reported that the high lead impedance was observed. The chronic lead showed a high impedance when tested at normal device change-out. When connected to the new device, the impedance increased even further to out of range values. The physician elected to leave both lead and device implanted. The patients condition after the event was noted as uneventful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.